Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has damage. The customer¿s blood glucose was unknown. The customer stated that the insulin pump has scratches on screen, makes insulin pump harder to read. The customer stated that the insulin pump has dings and dents and unexplained no delivery alarms. The customer was not assisted with troubleshooting. The device will not be returned for analysis.